Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The female patient had the drains placed on (B)(6) 2016 in the ir of the reporting facility. She (the patient) returned on (B)(6) 2016 to have the drains replaced due to leakage. At this time, the doctor noted that both drains were leaking. One at the hub/catheter connection (1820334-2016-00903) and the second drain had completely disconnected at the same place (1820334-2016-00906). The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
The drain leakage at the hub/catheter connection was reported in MFR# 1820334-2016-00903. A review of the drawing, dimensional verification, instructions for use (IFU), manufacturing instructions, quality control and visual inspection of the returned device was conducted during the investigation. The ultrathane mac-loc locking loop multipurpose drainage catheter was returned (without the mac-loc assembly or hub) for evaluation. The diameter of the flare was out of specification. However, this measurement was made on a returned product that had completed the manufacturing steps. The measured diameter may not reflect the actual flare diameter prior to assembly with the mac-loc and hub. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the provided information the most likely root causes may be related to a design deficiency and manufacturing. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints.

Event description:
It was reported by the site that this patient returned to the hospital with complaints that both drains were leaking; one at the hub/catheter connection and the other drain with a complete disconnection. The drains were subsequently replaced in interventional radiology (ir). No further information was provided.